Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was determined that the ins had a reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was explanted. Normal battery depletion did not occur, the patient was non-compliant and did not charge the battery. The patient¿s battery was ¿dead.¿ no patient death occurred. There was no patient injury. The patient was doing great and was receiving effective therapy.

Event description:
It was reported that the patient¿s implanted neurostimulator (ins) was replaced (with a non-rechargeable model) due to an overdischarge condition and patient non-compliance with recharging. It was unknown when the patient had stopped charging the device. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.